Event description:
It was reported that the user experienced recurrent low glucose with a reported value of 55 mg/dl after lunch while using the ilet, following a period of larger carbohydrate intake on a cruise that led to higher adaptive meal boluses; after returning to usual eating patterns, lunch doses did not adapt downward in line with other meals, with the user announcing approximately 33 percent less for lunch and receiving a lunch bolus of 14.9 units. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included treatment with oral glucose. Investigation included case review and transfer to clinical support to assess maladaptation and meal announcement practices. Investigation of this case revealed that incorrect meal announcements for lunch likely contributed to an excessive automated bolus due to adaptation persisting from prior higher carbohydrate meals, resulting in hypoglycemia. It was concluded, based on previously established findings for similar reports, that user-related factors, including inaccurate meal size announcements during adaptation, were the most probable cause.

Manufacturer narrative:
Initial